Manufacturer narrative:
The subject device and the trocar (sils port) were returned to omsc for evaluation. The evaluation confirmed that a part of the bending section rubber (7mm x 5mm) was peeled and the internal metal mesh blade, which was covered by the bending section rubber, was exposed. The evaluation also confirmed that there were some scratches on the distal tip of the trocar. In addition, the fragment of the bending section of the ltf-vp was adhered on the trocar tip. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. Considering the evaluation result, strong physical stress by the trocar tip possibly caused the damage. The operation manual has already warns "never angulate the bending section if it is inside a trocar tube. The bending section may be damaged."

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. Omsc was informed that during single port laparoscopic cholecystectomy procedure, the facility staff noticed that fragment of the bending section rubber of the subject device fell off within the patient. In the procedure, non-olympus trocar (covidien sils port) was reportedly used in combination with the subject device. The facility reportedly retrieved the fragment through the incision for trocar after withdrawing of the ltf-v3 and the trocar. The facility confirmed no other fragment remained within the patient and completed the procedure. There was no patient injury reported related to this event.